Event description:
This is a spontaneous case report received from a physician in united states on 11-sep-2014 which refers to a female patient of unspecified age who had an attempt of essure (fallopian tube occlusion insert) insertion for permanent birth control. Physician reported essure device malfunction. The button would not press therefore provider was not able to successfully place micro insert. Tried to remove entire device, but microinsert was stuck in patient tube. No further information was provided. (B)(4). Final assessment: button difficulty is defined as an event in which the physician is either (1) unable to successfully depress the button after performing rollback to the initial hard stop due to very high resistance, or (2) able to successfully depress the button after rollback to the initial hard stop, but the activity is difficult due to higher than expected level of resistance. Several factors can contribute to a button difficulty event. The most likely root causes are the physician failed to fully complete initial rollback to the hard stop location, or a component inside the catheter handle has suffered deformation and is restricting movement of the button. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the thumbwheel, the rack, the detent, and the hypo-tube to confirm that all are within manufacturing specifications. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of a button difficulty event during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product issue and usability issues. However, no adverse events were reported at this point in time. The technical assessment concluded unconfirmed quality defect. No complaint sample was provide for further investigation. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issues will be subject to post market surveillance monitoring. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the physician reported essure device malfunction. The event essure device malfunction, button would not press therefore provider was not able to successfully place micro insert (device malfunction) is a listed event for essure in the reference safety information. It was considered as non-serious and regarded as other reportable incident. In this case, essure device malfunction was observed during procedure and a causal relationship between the reported event and suspect insert cannot be excluded. Additionally non-serious event was reported: tried to remove entire device, but microinsert was stuck in patient tube (interpreted as device difficult to use). A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow up from 03-nov-2014: ptc result was updated upon receipt of complaint samples. Ptc global number: (B)(4). Final assessment: button difficulty is defined as an event in which the physician is either (1) unable to successfully depress the button after performing rollback to the initial hard stop due to very high resistance, or (2) able to successfully depress the button after rollback to the initial hard stop, but the activity is difficult due to higher than expected level of resistance. Several factors can contribute to a button difficulty event. The most likely root causes are the physician failed to fully complete initial rollback to the hard stop location, or a component inside the catheter handle has suffered deformation and is restricting movement of the button. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We were able to inspect the thumbwheel, the rack, and the detent of all three systems. All were within manufacturing specifications. The hypo-tubes of all three systems were buckled. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of a button difficulty event during the procedure is an anticipated event. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. According to the dfmea, the most likely consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product quality issue. In addition, the ae case refers to a usability issue. However, no adverse events were reported at this point in time. The returned complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post market surveillance monitoring. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the physician reported essure device malfunction. The event essure device malfunction, button would not press therefore provider was not able to successfully place micro insert (device malfunction) is a listed event for essure in the reference safety information. It was considered as non-serious and regarded as other reportable incident. In this case, essure device malfunction was observed during procedure and a causal relationship between the reported event and suspect insert cannot be excluded. Additionally non-serious event was reported: tried to remove entire device, but microinsert was stuck in patient tube (interpreted as device difficult to use). A product technical analysis was performed (the returned complaint sample was investigated) and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Upon internal review it was noted that the following information was incorrectly submitted to 2051250-2014-00418: follow-up information from 01-apr-2015: follow-up attempts were done without success. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the physician reported essure device malfunction. The event essure device malfunction, button would not press therefore provider was not able to successfully place micro insert (device malfunction) is a listed event for essure in the reference safety information and it was considered non-serious event. In this case, essure device malfunction was observed during procedure and a causal relationship between the reported event and suspect insert cannot be excluded. Additionally non-serious event was reported: tried to remove entire device, but microinsert was stuck in patient tube (interpreted as device difficult to use). This case was regarded as other reportable incident due to the reported device malfunction. A product technical analysis was performed (the returned complaint sample was investigated) and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.